Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that she was pregnant and she was feeling sick. No blood glucose reading was reported for the event. The customer stated that the insulin pump was not delivering any insulin. Troubleshooting was performed and the insulin pump did not pass the leadscrew test. Unable to check the programming because the customer had removed the batteries and the settings were erased. Advised the customer to remain on a back-up plan. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.